Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, using a medtronic guidewire, a pericardial effusion was noted. Fluid was removed, but it did not resolve the issue and the patient¿s pressures began to decrease. Cardiopulmonary resuscitation (CPR) was performed and the patient was placed on extracorporeal membrane oxygenation (ECMO). The case switched to an open procedure to determine the root cause. A left ventricle (lv) and right ventricle (rv) perforation were noted. The lv and rv were sutured. It was noted the tricuspid valve leaflet was damaged with transesophageal echocardiogram (tee) observation. Subsequently, a 27mm non-medtronic valve was implanted in the tricuspid position and a right ventricular assist device (rvad) was implanted because of rv failure. Bleeding from the lung was noted and the patient remained on ECMO to keep the lung dry. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the procedure was performed via left transfemoral access, into an existing non-medtronic surgical valve. The aortic arch was tortuous and calcified. It was reported the lv perforation was caused by the medtronic guidewire, but the cause of the rv perforation is unknown. The cause of the tricuspid valve leaflet damage is unknown, but is suspected to be attributed to suction during emergent treatment. If information is provided in the future, a supplemental report will be issued.